Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag. Visual inspection of the wire has the distal tip detached 1cm approximate from the distal section end. The other distal tip section was not returned, it is exposing the core wire. Overall length couldn't be measured due to the device condition. The outer diameter of the polymer section in the distal section, middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded stenosed target lesion was located in the left leg. A 300cm straight tip v-14¿ controlwire® was advanced to the target lesion. Upon removal, half of the radiopaque tip of the wire came off and lodged in the right mid anterior tibial artery. A balloon catheter was advanced and crushed the dislodged tip against the vessel wall. The procedure was not completed due to this event. No further patient complications were reported and the patient status was fine.